Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced tachy oversensing, which caused brady pacing inhibition. Noise was also observed on the ventricular electrograms. The patient has an intrinsic rate of 50bpm. The device sensitivity was reprogrammed (made less sensitive) and no further episodes of oversensing and inhibition of pacing have been noted.